Event description:
Customer reported 3 blood leaks on the CT 190g dialyzers. The blood leaks occurred at the onset of the treatments. The pts experienced approximately 200 cc blood loss. The blood leaks were visually verified and confirmed by hemastix. New blood lines and dialyzers were set up and the treatments continued without further incident. No pt injury or medical intervention was reported by the customer.